Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had become unresponsive after having been submerged in water approximately one month prior to the event date. The customer's blood glucose was 263 mg/dl. Reportedly, customer resumed insulin therapy on the pump.